Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2015-00046 pertains to the first resolution clip device, manufacturer report # 3005099803-2015-00048 pertains to the second resolution clip device, and manufacturer report # 3005099803-2015-00047 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used in the stomach during an emergency hemostasis procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The same issue occurred with the second and third resolution clip devices. The complainant confirmed that the patient¿s bleed was an emergent case, and that clips were not sufficient to stop the bleed. A surgical procedure was performed to stop the bleed.

Manufacturer narrative:
Reported issue of clip failed to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.